Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021, in order to remove the abutment. This report is submitted on august 13, 2021.

Manufacturer narrative:
This report is submitted on june 10, 2021.

Event description:
Per the clinic, the patient developed an infection at the abutment site. It is unknown if there are plans to undergo revision surgery as of the date of this report.